Event description:
It was reported that after the acculink stent delivery system (sds) was removed from the packaging for preparation the stent was found partially deployed and flowered out of the sds. The device was set aside and not used for the procedure. Another acculink sds was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided. Subsequent to the initial report, the device was returned without the soft tip.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment and the separated tip were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.